Event description:
It was reported that the customer tried to attach the sensor 3 times and failed. Customer stated that she would like some help walking through the insertion. Customer stated that when she removed the serter, the needle would not have penetrated the skin. Customer stated that this happened the first two times. Customer stated that the third time, the sensor appeared to insert but the transmitter did not flash. Customer stated that when the third sensor was removed, the cannula was crushed outside of the skin. Customer stated that she got weak signal, lost sensor, and change sensor on sunday. Customer was assisted with walking through the insertion with the same result of the needle not fully inserting. Customer bled after insertion. Customer's blood glucose level was 150 mg/dl. Customer stated that the serter does not release the sensor after the 2nd button press. It was advised that the catch arm might be bent. All 4 sensors will be replaced. No additional information provided.

Manufacturer narrative:
Findings: reliability analysis evaluated 4 opened/used enlite-sensors. Performed visual inspection and failed per spec. Found cannula bent. Also unable to perform insertion test, due to enlite-sensor being opened/used.